Event description:
The customer reported via phone call that there was damage at the reservoir compartment. The customer's blood glucose was 15 mmol/l. The customer explained that the reservoir was falling out of the insulin pump and that the driving shaft was pressing the reservoir out of the insulin pump. The customer was advised that their insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with broken off end cap. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.